Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring on the insulin pump coming loose wanted to note the incident with the battery cap. Customer also stated that battery cap damage and the star prong metal connector on the insulin pump came loose as well 18 months ago. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.